Manufacturer narrative:
(B)(4).

Event description:
Patient's father contact dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Educated the patient's father regarding the issue of signal loss for less than 15 minutes. No injury or medical intervention was reported. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.